Event description:
It was reported that during da vinci-assisted surgical procedure, the iron inside permanent cautery hook sapped causing sparks. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no noted damage. The broken iron did not completely detach from the instrument. Arcing was noted during the procedure causing sparks to flow from the instrument. The issue occurred while cauterizing. The arcing originated from the subject instrument. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.